Event description:
Complainant alleged that during the incoming inspection of the device, a "release shock" message was displayed when charging energy. The complainant indicated that there was no patient involvement in the reported malfunction.